Event description:
Healthcare professional reported right side rupture of prosthesis. Healthcare professional additionally reported right side "isolated folds¿, ¿undulations of its contour¿, and ¿liquid of signal superior to the silicone and that remains with high signal when performing the study of suppression of signal of the silicone, liquid of signal similar to water, in limited quantity, frequent finding and inside the normality in such quantity without constituting seroma". Device has been explanted and replaced with non-allergan device.

Manufacturer narrative:
Additional, changed, and/or corrected data: h6, h10 visual analysis: visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ crease/folding of implant/wrinkling: creases were observed. Additional observation: ¿ red particles observed on the surface of the shell. It is not possible to determine the lot number or catalog through the photos provided. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported right side rupture of prosthesis. Healthcare professional additionally reported right side "isolated folds¿, ¿undulations of its contour¿, and ¿liquid of signal superior to the silicone and that remains with high signal when performing the study of suppression of signal of the silicone, liquid of signal similar to water, in limited quantity, frequent finding and inside the normality in such quantity without constituting seroma". Device has been explanted and replaced with non-allergan device.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿rupture: not observed. ¿crease/folding of implant/wrinkling: observed. ¿seroma-late: unable to observe as it is not related to the device. Additional observations: ¿observed deformation. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported right side rupture of prosthesis. Healthcare professional additionally reported right side "isolated folds¿, ¿undulations of its contour¿, and ¿liquid of signal superior to the silicone and that remains with high signal when performing the study of suppression of signal of the silicone, liquid of signal similar to water, in limited quantity, frequent finding and inside the normality in such quantity without constituting seroma". Device has been explanted and replaced with non-allergan device.

Manufacturer narrative:
Continued h.6. Health effect - impact code: f2203. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "seroma-late" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture; seroma.